Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Customer stated she was working out and the device alerted for low glucose and she was unable to clear the alert. Blood glucose value 60 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The esc and act buttons did not respond due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.